Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown colibri 1 or 2, part/lot number unknown . Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the mta ward had received a reidar report. (B)(4), the report is about a colibri that have been on service because the maskin button got stuck and didn´t stop drilling when the surgeon release the start button. According to the report, the event happened during surgery. There was no patient harm. This report is 1 of 1 for (B)(4).